Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of ¿low¿, although a specific value was not provided. Low bg was addressed by consuming carbohydrates. Customer updated their pump settings to address the event.